Event description:
Additional information: it was later reported that they did not know what had caused the patient's abdominal pain, but it had resolved without any intervention or testing. At the most recent refill, they had no further discrepancies or difficulties with the refill. It was felt that they had issues in (B)(6) due to the patient gaining weight. Patient's therapy had been fine and that he had no symptoms to report with the discrepancy. No troubleshooting had been done on the pump since they felt there was no issue with the pump or catheter.

Event description:
It was reported that the during the pump refill, they got ¿pink/blood tinged fluid¿; per the healthcare provider (hcp) it was likely due to the (needle) poke. In addition, it was stated that they aspirated 4ml while they expected to get 0.9ml of the drug (this volume discrepancy was within specifications). No history of refill discrepancies in the past, ¿maybe 1-1.5ml difference¿. In regards to symptoms it was stated that patient was larger and complaining of abdominal pain in the area of the pump prior to the refill. Skin was reddened over pump due to tegaderm; there was no swelling or edema. Patient also had pain at pump site with palpation and slight headache. The low reservoir alarm did appropriately sound this morning. Hcp was to refill and monitor patient being that this is the first discrepancy. Hcp later reported filling the pump, using saline to confirm access and that was successful. Pump was refilled and hcp was to continue to monitor volume discrepancy at next refill. Hcp was assisted with programming low reservoir alarm volume, and update was successful. Drugs delivered via the device were bupivacaine and hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8590-1, lot# n104418, implanted: (B)(6) 2007, product type: accessory. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).